Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2013 to december 3, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor stopped infusing. The nurse noted that 50% of the solution infused after 47.5 hours. This occurred during infusion of 60 ml (32.26 mg) of fluorouracil in 33 ml of 5% glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.